Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the vaginal cuff in a total laparoscopic hysterectomy, the needle broke in the cuff. The surgeon had to convert from laparoscopic to open procedure to retrieved the broken needle. It was stated that the procedure was extended to 30 minutes or more and incision was extended to more than one inch.